Manufacturer narrative:
No battery out limit alarm was noted. The insulin pump had normal operating currents and the battery alarms functioned properly. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Caller reported that the insulin pump returned a battery out limit during bolus. Caller also reported that the numbers on the display screen were continuously scrolling. Caller did not recall any significant events leading up to the error alarm. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.